Manufacturer narrative:
The device was not returned for eval. We are unable to confirm that the cannula was bent or to determine if it restricted insulin delivery. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healhcare provider."

Event description:
The customer reported that at 9:30 am on (B)(6) 2012, her blood glucose was 133 mg/dl and her breakfast contained about 70 grams of carbohydrate, so she took a 6.05 unit meal bolus of insulin. At 10:49 am, she activated the subject device. Her bg at 11:45 am was 223 mg/dl. She stated she was doing a no launch day "to see how the pod works." Her bg measured 285 mg/dl at 2:01 pm and 254 mg/dl at 3:49 pm. At 4:05 pm, she ate 78 grams of carbohydrate and took 9.25 unit bolus. At 6:18 pm, her bg was 364 mg/dl, and she was having a meal estimated to contain about 24 g of carbohydrates, so she bolused 5 units. By 7:55 pm, her bg had decreased to 247 mg/dl. She removed the device at 8:11 pm and saw that the cannula was bent. Her bg at 8:46 pm after activating a new pod was 213 mg/dl.